Manufacturer narrative:
Conclusions: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final reprt.

Event description:
The recipient had an incident at school where he accidentally bumped into his friend. The audio processor was pushed in towards the implant and the recipient immediately noticed the loss of sound perception with the device. The recipient had good benefit before. His maps were stable and had excellent aided speech test results. The recipient has been re-implanted on (B)(6) 2021.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had an incident at school where he accidentally bumped into his friend. The audio processor was pushed in towards the implant and the recipient immediately noticed the loss of sound perception.